Event description:
Nexiva 20g IV tubing split in 1/2 during injection, while pressurized injection was being administered. Device would have "kicked off" if pressure was outside safe pressure for delivery.